Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample have determined that it contains an interferent to the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as "(B)(6)".

Event description:
It was reported that the customer received questionable results for a total of three samples from the same patient tested for free triiodothyronine (ft3) and free thyroxine (ft4) on an e602 analyzer. Of these three samples, one had erroneous results for ft3 and ft4 that were reported outside of the laboratory. This medwatch will cover ft4. Patient identifier (B)(6) for information related to ft3. Based on results from samples dated (B)(6) 2015, and (B)(6) 2016 (designated as samples 1, 2, and 3 in the attachment), the physician initiated treatment of the patient. Values did not improve after initiation of treatment. The sample dated (B)(6) 2016 (sample 3 in the attachment) was then sent to a second laboratory where it was tested for ft3 and ft4 using an unknown test method. This same sample was then sent to a third laboratory where it was measured on a siemens centaur analyzer. Differences were seen when comparing the ft3 and ft4 results generated from the different test methods on this sample. The patient was not adversely affected. The e602 analyzer serial number was (B)(4).